Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation of the essure device") in a female patient who had essure (batch no. 628822) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included oxycodone. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced perforation (seriousness criteria medically significant and intervention required). In july 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain ("chronic pelvic pain/ pain"), weight increased ("weight gain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal cramping"). The patient was treated with surgery (on (B)(6) 2009, underwent a pelvic surgery to try and alleviate the symptoms). Essure treatment was not changed. At the time of the report, the perforation, pelvic pain, weight increased, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, perforation, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient did not undergo essure removal. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Concomitant drug were added. Updated suspect drug indication and lot number. Added events: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal cramping. Updated events. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation of the essure device") in a female patient who had essure (batch no. 628822(invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included oxycodone. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain ("chronic pelvic pain/ pain"), weight increased ("weight gain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal cramping"). The patient was treated with surgery (on (B)(6) 2009, underwent a pelvic surgery to try and alleviate the symptoms). Essure treatment was not changed. At the time of the report, the perforation, pelvic pain, weight increased, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, perforation, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient did not undergo essure removal. Most recent follow-up information incorporated above includes: on 9-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation of the essure device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("chronic pelvic pain") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2009, underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the perforation, pelvic pain and weight increased outcome was unknown. The reporter considered pelvic pain, perforation and weight increased to be related to essure. Company causality comment incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.